Manufacturer narrative:
(B)(4). Batch # m5453w. Additional information received: the event description was revised as follows; it was reported that during a lap anterior resection, the washer was uncut though the target tissue was cut. The device was used on the double stapling technique between the colon and the rectum. Additional suture was performed to stop the leakage under lap but the leakage could not stop. Then the procedure was converted to an open and additional suture was performed. After that a covering stoma was created to complete the case. The patient¿s condition was good but in the hospital as of (B)(6). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Batch # m5453w.

Event description:
It was reported that during a lap anterior resection, all deployed staples were loosely formed b. The device was used on the double stapling technique between the colon and the rectum. Additional suture was performed and a covering stoma was created to complete the case.